Event description:
During remote monitoring, the device entered backup vvi (bvvi) mode due to an event queue overflow. The device later delivered an inappropriate shock after the device entered bvvi mode. Abbott technical support was contacted and recommended device replacement. The patient was later seen in-clinic, and the device was successfully explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup vvi was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the bvvi operation was due to an event queue overflow caused by electrical component anomaly.